Event description:
Pt was wearing recalled ciba 02 optix-lotrafilcon b - soft contact lenses. Lenses were ordered by pt in 12/06 and dispensed to pt. A month later pt noted eye irritation and injection and removed lenses. Pt awoke with eyes sticky with discharge and increased pain and injection. Clinical findings: moderate conjunctival injection od; severe corneal chemosis and conjunctival injection os. Pt will be treated with ophthalmic antibiotic drops and seen back for f/u three days later. Pt advised of contact lens recall and to discontinue wear.